Event description:
A reporter submits a report about dexcom g6 and g7 glucose monitor sensors. She said the adhesives were giving her blisters. She said she reported to the manufacturer, but she was told to use flonase that did not help. She was also told to apply hydrocortisone to the affected area, that helped a little bit. She said she has bad reaction. Ref reports: mw5157995, mw5157996, mw5157997, mw5157999.